Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was over heating. No patient injury or complications were reported in relation to this event.

Event description:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . Summary in h 10.